Manufacturer narrative:
Investigation summary: one sample and photo received for investigation. Upon observation, a hair can be seen between the seal and the blister paper. Possible root cause is failure in the dress procedure by operational personnel. Corrective and preventative action (CAPA (B)(4)) was opened to investigate foreign matter. As a complement to this action, retraining for operational personnel was carried out, an it is important to mention that the lot was manufactured prior to this retraining. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hair was noticed in the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl before use. The following information was provided by the initial reporter, translated from spanish to english: "syringe with hair."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was noticed in the syr 3ml 22ga 1-1/4in jpk/sil no assy ndl before use. The following information was provided by the initial reporter, translated from spanish to english: "syringe with hair".